Event description:
A user facility reported to olympus that during a preparation, the maintenance unit had no power and cannot be turned on. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the unit failed to power on with damaged a power switch in the front, a broken off protective cover, the led light not on and a plastic cap was torn. Additionally, the evaluation uncovered a connector socket in the front was loose due to a missing lock screw and the air joint unit was worn out. Furthermore, one rubber foot came off and was missing at the bottom. The other three had a weak suction and the top cover, main chassis and the rear panel was rusted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon ¿damaged power switch¿ indicated that the electrode part was exposed. Additionally, the phenomenon ¿power could not be turned on¿ was caused by the damaged power switch. There was no definite cause of the damaged power switch. Olympus will continue to monitor field performance for this device.